Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to power on. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the ups batteries were dead and required replacements. To resolve the issue, the customer replaced the dead ups batteries. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to power on, which can indicate a booting issue. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.